Event description:
It was reported by a customer in the USA that an 840 ventilator graphic user interface (gui) display was inoperable. There was no pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the unit, and verified the reported malfunction. The cse replaced the graphic user interface (gui) printed circuit board (pcb), and upgraded the software to the current revision. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. Covidien reference (B)(4).